Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5000892, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads migration as confirmed thru xray. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned per facility policy.